Manufacturer narrative:
Concomitant products: product ID: 3888-56, lot#: v723675, product type: lead. Product ID: 3888-56, lot#: v72 3675, product type: lead. Other relevant device(s) are: product ID: 3888-56, serial/lot #: (B)(4), ubd: 11-may-2015, UDI#: (B)(4); product ID: 3888-56, serial/lot #: (B)(4), ubd: 11-may-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain indications. It was reported that they took a terrible fall in 2011 and the "wires came loose or broke" for a previous spinal cord stimulator(scs); pt had to have the scs replaced. Pt said "something went wrong with the mechanism." Patient services specialist documenting reported event.